Manufacturer narrative:
Report of formal claim received from (B)(6) regarding pinnacle/corail implant revision due to multiple dislocations. Liner and cup are (B)(4) products. No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer acetabular cup & liner. Event: this was used in conjunction with depuy product in this patient.

Event description:
Report of formal claim received from (B)(6) regarding pinnacle/corail implant revision due to multiple dislocations. Liner and cup are zimmer products.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: report of formal claim received from kennedys regarding pinnacle/corail implant revision due to multiple dislocations. Liner and cup are zimmer products. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.